Event description:
A hospital in (B)(6) reported via our distributor that an mr290v humidification chamber leaked at the connection between the base plate and the dome after two weeks of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4). The chamber was visually inspected. Results: visual inspection revealed a crack in the dome stretching along the base, below one of the chamber ports. There was also a stress mark on the chamber dome to the right of the crack. A lot check revealed no other complaints of this nature for lot 130403. Conclusion: we were unable to determine the root cause of the damage found on the returned chamber. It is known that pressures produced in excess of 80 cmh20 (8 kpa) may affect the integrity of the chamber. Every mr290 chamber is pressure tested to 200 cmh2o following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The customer has reported that the crack appeared after two weeks of use, indicating the fault occurred after the chamber was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - maximum operating pressure: 8 kpa. (B)(4).